Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the presumed cause is reasonably inferred from available information indicating degradation factor such as component damage. The most likely cause of the complaint is anticipated to be predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The olympus uretero-reno fiberscope was returned to the service center with a report of "distal end is kinked." This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During the inspection of the device, the a-rubber bending section glue peeled. There was no patient involvement.